Manufacturer narrative:
One device was received for evaluation. A visual inspection noted that the device had no physical damage. Functional testing and visual tests were conducted with the returned device. The customer problem was duplicated. The root cause of the problem was the downstream occlusion (dso) sensor. As a result, the dso sensor was replaced. The device then passed all the required tests following replacement. The service history review identified that the device has not been in for service within the review period.

Event description:
It was reported that the device could not correctly recognize the cassette removal. There was unknown patient involvement and unknown patient harm.